Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n173339, implanted: (B)(6) 2008, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8598a, serial# (b)(40, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable infusion pump. The indications for use were noted as failed back surgery syndrome and spinal pain. The patient's pump had been "going off" every 15 minutes since (B)(6) 2015. The patient was scheduled to have surgery for the pump removal on (B)(6) 2015; however, then it was noted that the patient would be looking for someone to take the pump out. The end-of-service alarm was stated to occur on (B)(6) 2015. Additional information received from the consumer on (B)(6) 2015 indicated the patient was kept awake due to the pump alarming every 10 minutes. The patient felt he was sold a defective pain pump and wanted to be reimbursed. No further information was reported.